Manufacturer narrative:
Investigation summary: major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient is a 67-year-old female who presented with an acute myocardial infarction and cardiogenic shock. An impella cp device was placed via the right femoral artery for hemodynamic support prior to the percutaneous coronary intervention. During the hospitalization, there was concern for bleeding. The patient¿s morning hemoglobin level dropped to 6.8 grams per deciliter, requiring a blood transfusion. She also experienced coffee-ground emesis. It is documented that she receives multiple blood-thinning medications. No further information about patients outcomes reported beside that she was successfully weaned from the impella device and survived. The original complaint concerned patient injury/bleeding. Based on the clinical information available, the impella cp will be coded for major bleed with blood transfusion and serious injury as outcomes. Bleeding is a known device-related risk for the impella cp as written in instructions for use. In this case the patient was receiving multiple blood-thinning medications, which is known to increase the risk of (gastrointestinal) bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.